Event description:
Boston scientific crm received information that one day post implant a right atrial (ra) lead dislodgement was confirmed on an x-ray. During the revision procedure, the physician attempted to reposition the lead two times, however it continued to dislodge. The boston scientific sales representative believes that the dislodgements were due to a lead placement and tissue interface issue. However, the physician requested a new lead. The ra lead was explanted and a new lead was successfully implanted. No adverse patient effects or specific measurement numbers were reported. At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.